Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on it's own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No frozen screens were noted. The insulin pump received with missing end cap sticker. The insulin pump received with scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has been freezing for about one and a half weeks. Customer's mother stated last week the insulin pump alarmed button error. The blood glucose reading is 146 mg/dl. No response from buttons. Nothing further reported.